Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of pain, elevated cocr levels, and tissue/bone destruction. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,¿ and "material sensitivity reactions." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-01714 and 1825034-2013-04525 through 04527).